Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was a non bd product. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device alerted that there was only enough water in the device for one patient. One hour into cooling patient and nurse had to adjust the probe. They received alert about drastic temperature change or alarm 15 (unable to obtain a stable patient temperature) and therapy stopped. Mis explained that if additional water was needed the device would alert to fill. Mis discussed importance of draining pads before disconnection and especially at end of therapy for patient to ensure all water was in the device. Nurse verified that patient temperature was stable now and nurse notes when they adjusted the probe it was moved from patient stomach to esophagus. Nurse noted that alert noted the temperature change and stopped therapy. That would also occur if probe was displaced. Mis had nurse to restart therapy and encouraged to call back with any changes or concerns. Per customer via phone on (B)(6) 2023, it was reported that they did not remember any identifying information regarding the patient and advised by mis to restart the therapy and this resolved the issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alerted that there was only enough water in the device for one patient. One hour into cooling patient and nurse had to adjust the probe. They received alert about drastic temperature change or alarm 15 (unable to obtain a stable patient temperature) and therapy stopped. Mis explained that if additional water was needed the device would alert to fill. Mis discussed importance of draining pads before disconnection and especially at end of therapy for patient to ensure all water was in the device. Nurse verified that patient temperature was stable now and nurse notes when they adjusted the probe it was moved from patient stomach to esophagus. Nurse noted that alert noted the temperature change and stopped therapy. That would also occur if probe was displaced. Mis had nurse to restart therapy and encouraged to call back with any changes or concerns.